Manufacturer narrative:
The customer¿s report of the patient¿s programmed weight reverting back to the prior weight was not confirmed. The pcu event log showed that at 3:12 pm on (B)(6) 2015 an infusion of heparin 25000 units in 500ml was programmed with a patient (B)(6) to infuse at 17unit/kg/hr (34ml/h). At 3:16 pm, a different pump module was programmed to infuse propofol 1000mg/100ml. The (B)(6), but at 3:22 pm, the patient (B)(6). The patient weight of the heparin infusion was not changed and remained at 100kg. At 3:58 pm the heparin dose was changed to 16 unit /kg/hr(32ml/hr). The patient weight for the heparin infusion was not changed from the time the infusion was started until 8:50pm when it too was changed to (B)(6). The user then programmed a dose of 16 unit/kg/hr (22.7 ml/hr). The infusion continued with these parameters until the device was channeled off and the system was shutdown at 9:12 am on (B)(6) 2015. The volume recorded as being infused from the start of the heparin infusion at 3:12 pm on (B)(6) 2015 until the system was powered off at 9:12 am on (B)(6) 2015 was 423.268 ml. The root cause of the reported event was identified as a user programming error.

Manufacturer narrative:
The device(s) has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a discrepancy in programming the weight of a patient while infusing a heparin drip. Upon arrival to the ICU from another facility, a weight-based heparin drip was infusing using a preprogrammed weight of (B)(6). Shortly after arrival the actual weight was determined to be (B)(6), and the heparin dose and weight were reprogrammed on the pump accordingly. The night shift found the infusion rate to be 10ml faster than expected because the programmed weight had presumably reverted back to the original weight ((B)(6)) that was entered. When the channel was restored on the device however, (B)(6) appeared as the weight of the patient. As a result of the discrepancy, labs were drawn, and the heparin drip was "held" for 1 hour. The heparin was then restarted based on the ptt values, which were within normal limits.